Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number not provided .

Event description:
It was reported to philips that the device issue was "therapy disabled". There was no reported patient involvement.